Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the air filter removal issue could not be determined. It is possible that the sleeve part of the socked was unmovable because the ring at the socket's lock section was rotated. It is possible that after the air filter jig was removed while drying or cleaning the device, it touched and rotated the lock section of the socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air filter on his olympus endoscope reprocessor could not be removed. There was no patient involvement during this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that the filter was difficult to remove and would not come off. When inspecting the device further, it was discovered that the direction of the ring to be attached was reversed compared to when the device arrived at the facility. Eventually, the facility staff was able to remove and replace the air filter. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.